Manufacturer narrative:
The system was examined and the first reported event was confirmed. The lamp was replaced to resolve the issue. The second reported issue ¿laser issue¿ was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 22, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported lamp event can be attributed to nonconforming lamp. However, how or when it became nonconforming could not be determined. Based on the information obtained, the root cause of the reported laser issue cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The xenon lamp was received and a visual assessment of the returned sample showed no obvious nonconformities. The xenon lamp was tested and found to meet product specifications. No system messages (sm) displayed. The root cause could not be determined. Based on the information obtained, the root cause of the reported laser issue cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that after surgical procedures and while cleaning and shutting down equipment the lamp needed to be exchanged ad there was a problem with the laser. Additional information has been requested.